Manufacturer narrative:
It was reported to abbott, a patient was experiencing heat inside of the ipg at about 3 am. Not during charging. The rep met with the patient. Impedance checks did not identify any issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ipg pocket heating sensation with stimulation on and not while recharging. There were no impedance issues. No accidents or falls were reported. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.